Manufacturer narrative:
Investigation included communication with the user and troubleshooting guidance. Investigation of this case revealed transient signal loss between the cgm and the ilet only. It was concluded that the device functioned as designed once connectivity is restored, with no device malfunction identified.

Event description:
It was reported that an ilet user with a dexcom g7 experienced a temporary loss of cgm signal, indicated by three lines on the ilet display and mobile app, without alarms or alerts, and was provided user education to wait for reconnection. Symptoms included no reported adverse clinical effects. Outcomes included no change in health status and no need for medical intervention or hospitalization.